Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a right ventricular (rv) lead safety switch occurred due to a single high, out-of-range pacing impedance measurement (>3000 ohms). Technical services was contacted and recommended performing an in-clinic assessment of the device and rv lead using provocative maneuvers or potential diagnostic imaging. The patient was subsequently seen in-clinic where isometrics produced no changes and imaging revealed a complete insertion. The physician elected to continue with remote monitoring. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a right ventricular (rv) lead safety switch occurred due to a single high, out-of-range pacing impedance measurement (>3000 ohms). Technical services was contacted and recommended performing an in-clinic assessment of the device and rv lead using provocative maneuvers or potential diagnostic imaging. The patient was subsequently seen in-clinic where isometrics produced no changes and imaging revealed a complete insertion. The physician elected to continue with remote monitoring. At this time, the device remains implanted and in-service. No adverse patient effects were reported.